Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2013, inratio: 1.5, re-test: 2.8; (B)(6) 2013, 3.0. Time between tests on (B)(6) 2013 was a few minutes. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 1.5, 2nd inr: 2.8, mean :2.15, sd 0.92, %cv: 42.8. 3.0 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings on order for comparison to be valid. Since %cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 297451a on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 2.2, 2.2, 2.3, reference: 2.43, bias threshold: 1.43 - 3.43, cv%: 2.59; donor: (B)(6), inratio: 2.5, 2.4, 2.2, reference: 2.57, bias threshold: 1.57 - 3.57, %cv: 6.45. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). This issue will be subject to tracking and trending.